Event description:
It was reported via repair work order that the left front caster is bent out and not connected to the frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.